Event description:
A healthcare facility in (B)(6) requested a preventive maintenance check on 13 iw910 mobile infant warmers. During servicing, which was conducted by a fisher & paykel healthcare servicing agent in (B)(4), it was observed that the power fail alarm of all 13 subject infant warmer was faulty.

Manufacturer narrative:
(B)(4). Method: a preventative maintenance check was performed on the 13 iw910 mobile infant warmers by a fisher & paykel healthcare service engineer. Our investigation is based on the service report provided by the servicing agent and our knowledge of the product. The serial numbers of the 13 iw910 mobile infant warmers were (B)(4). Results: the preventative maintenance check revealed that the power fail alarm on all 13 of the infant warmers was faulty due to a failed capacitor on the power board. The subject mobile infant warmers were manufactured in february or march 2003 and were all more than 12 years old. Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety, performance and functional checks at least once a year. The fault on the returned infant warmers was discovered during preventative maintenance check with no patient involvement. The iw910 mobile infant warmers were repaired and returned to the customer after passing the required electrical safety and performance tests.